Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the flexible tube was unable to be further specified. It was noted that physical damage of the device was confirmed where the foreign material had remained (described as a "wrinkle and discoloration"). There was no obvious deviation of reprocessing noted. Therefore, the cause of the remaining foreign material could be presumed to have been an adherence to the deformation of the flexible tube. However, this could not be further clarified, nor could a cause of the deformation of the tube. As a result of confirming contents of instruction manual at the time of shipment of the product, there are following descriptions about reprocessing: chapter 7 chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a foreign object at the insertion site soft tube. There were no reports of patient involvement.